Manufacturer narrative:
Codes: the device remains implanted and was therefore not available for engineering evaluation. C19, a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2015, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. At the final angiography, a type ii endoleak from the lumbar artery was detected. The procedure was completed. On an unknown date, a type ii endoleak was confirmed at the follow-up CT examination. The patient was decided to be monitored. On (B)(6) 2023, a reintervention was performed to treat a type ii endoleak with aneurysm enlargement. It was reported that the maximum diameter of the aneurysm enlarged to 73mm x 61mm. The embolization was performed using n-butyl-2-cyanoacrylate(nbca) because the type ii endoleak appeared to originate from the lumbar artery. The procedure was completed after confirming that the lumbar artery was embolized.

Manufacturer narrative:
H6: added code d1001 under investigation conclusions, codes d12 and d15 remain unchanged.